Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance changing the ilet cartridge and filling the tubing, after which the blood glucose was 229 mg/dl; the user believed, the elevation was related to low insulin remaining in the cartridge and no device alarms or alerts occurred. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified, with cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.